Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx closure device was implanted after two full recaptures and successfully meeting release criteria. Eighteen days post-implant the patient passed out at home. Computed tomography scan was performed, revealing the closure device had embolized to the aortic arch. Percutaneous snaring was performed to remove the closure device. A non-boston scientific (bsc) sheath was placed in the patient's right femoral artery. A non-bsc catheter was inserted through the non-bsc sheath. A non-bsc grasping device was advanced, grabbed the closure device and pulled it back into the sheath for removal from the patient's anatomy. The patient was kept overnight for observation and discharged the next day. The plan for the patient's laa, is to offer a non-bsc clip.